Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilation catheter was returned for evaluation. On visual evaluation it was noted to be the device was received in three segments. One segment consists the bifurcate with inflation and guide-wire luers. Second segment consists the remaining catheter loaded onto the cordis sheath and the blood was noted on the cordis sheath. Third segment consists of the inner guidewire lumen with balloon .where the balloon was prolapsed and bunched up. Under microscopic evaluation, the breakage at the segment 1 catheter shaft the breakage at the segment 2 catheter shaft and the breakage at the segment 3 inner guidewire lumen was noted . And on further x-ray evaluation, the marker band at the distal end was noted to be present. Due to the condition of the returned device, functional evaluation cannot be done. Therefore, the investigation for the detachment is confirmed as the device was returned in three separate segments for evaluation. Therefore, the investigation for the difficult to remove is confirmed as the device was returned in a condition where the catheter was loaded into the sheath. Therefore, the investigation for the reported balloon rupture is kept as inconclusive as the functional testing was not done due to the condition of device and no evidence of rupture could not be noted. A definitive root cause for the alleged balloon rupture, detachment and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2024).

Event description:
It was reported that during a fistulagram ballooning procedure through the subclavian brachycephalic, the balloon allegedly ruptured and the mushroomed tip would not come out of the sheath . It was further reported that the device was allegedly difficult to remove and detached. The patient was transferred for additional surgery for snaring the balloon. The current status of the patient is unknown.